Event description:
It was reported that the patient underwent a posterior surgical procedure at t3-l3. It was reported that the patient underwent a revision surgery to remove and replace the set screw that had loosened causing the patient increased lower back pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.